Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration/perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tonsillectomy. Concurrent conditions included menorrhagia, dysmenorrhea, dyspareunia, arthritis and essential hypertension. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), suicidal ideation ("suicidal thoughts"), pelvic pain ("pain"), the first episode of infection ("infection"), urinary tract disorder ("urinary problems"), depression ("severe depression"), dysmenorrhoea ("painful menstrual cycle"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("vaginal bleeding"), the second episode of infection ("infection"), back pain ("back pain"), dyspareunia ("painful intercourse ") and rash ("rash"). The patient was treated with hydrocodone;paracetamol (acetaminophen;hydrocodone), naproxen sodium (aleve), tramadol hydrochloride (tramadol hcl) and surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the perforation, suicidal ideation, pelvic pain, urinary tract disorder, depression, dysmenorrhoea, abdominal pain, vaginal haemorrhage, the last episode of infection, back pain, dyspareunia and rash outcome was unknown. The reporter considered abdominal pain, back pain, depression, dysmenorrhoea, dyspareunia, pelvic pain, perforation, rash, suicidal ideation, urinary tract disorder, vaginal haemorrhage, the first episode of infection and the second episode of infection to be related to essure. The reporter commented: patient requesting hysterectomy. Medical record: recollection of a specimen. Placed apparently in the wrong tube. Device removed scheduled on (B)(6) 2020. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2018: unremarkable. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2020: pif received: new events painful menstrual cycle, abdominal pain, vaginal bleeding, infection, back pain, painful intercourse and rash were added. Patient's date of birth updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("migration/perforation") and suicidal ideation ("suicidal thoughts") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tonsillectomy. Concurrent conditions included menorrhagia, dysmenorrhea, dyspareunia, arthritis and essential hypertension. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), suicidal ideation (seriousness criterion medically significant), pelvic pain ("pain"), infection ("infection"), urinary tract disorder ("urinary problems") and depression ("severe depression"). The patient was treated with hydrocodone;paracetamol (acetaminophen;hydrocodone), naproxen sodium (aleve) and tramadol hydrochloride (tramadol hcl). At the time of the report, the perforation, suicidal ideation, pelvic pain, infection, urinary tract disorder and depression outcome was unknown. The reporter considered depression, infection, pelvic pain, perforation, suicidal ideation and urinary tract disorder to be related to essure. The reporter commented: patient requesting hysterectomy. Medical record: recollection of a specimen. Placed apparently in the wrong tube. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2018: unremarkable. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-mar-2019: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration/perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tonsillectomy. Concurrent conditions included menorrhagia, dysmenorrhea, dyspareunia, arthritis and essential hypertension. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), suicidal ideation ("suicidal thoughts"), pelvic pain ("pain"), the first episode of infection ("infection"), urinary tract disorder ("urinary problems"), depression ("severe depression"), dysmenorrhoea ("painful menstrual cycle"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("vaginal bleeding"), the second episode of infection ("infection"), back pain ("back pain"), dyspareunia ("painful intercourse ") and rash ("rash"). The patient was treated with hydrocodone;paracetamol (acetaminophen;hydrocodone), naproxen sodium (aleve), tramadol hydrochloride (tramadol hcl) and surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the perforation, suicidal ideation, pelvic pain, urinary tract disorder, depression, dysmenorrhoea, abdominal pain, vaginal haemorrhage, the last episode of infection, back pain, dyspareunia and rash outcome was unknown. The reporter considered abdominal pain, back pain, depression, dysmenorrhoea, dyspareunia, pelvic pain, perforation, rash, suicidal ideation, urinary tract disorder, vaginal haemorrhage, the first episode of infection and the second episode of infection to be related to essure. The reporter commented: patient requesting hysterectomy. Medical record: recollection of a specimen. Placed apparently in the wrong tube. Device removed scheduled on (B)(6) 2020. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2018: unremarkable. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-oct-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("migration/perforation") and suicidal ideation ("suicidal thoughts") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tonsillectomy. Concurrent conditions included menorrhagia, dysmenorrhea, dyspareunia, arthritis and essential hypertension. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), suicidal ideation (seriousness criterion medically significant), pelvic pain ("pain"), infection ("infection"), urinary tract disorder ("urinary problems") and depression ("severe depression"). The patient was treated with hydrocodone; paracetamol (acetaminophen; hydrocodone), naproxen sodium (aleve) and tramadol hydrochloride (tramadol hcl). At the time of the report, the perforation, suicidal ideation, pelvic pain, infection, urinary tract disorder and depression outcome was unknown. The reporter considered depression, infection, pelvic pain, perforation, suicidal ideation and urinary tract disorder to be related to essure. The reporter commented: patient requesting hysterectomy. Medical record: recollection of a specimen. Placed apparently in the wrong tube. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2018: unremarkable. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.